Manufacturer narrative:
A ge rep performed the investigation. Identified the need for a new receiver cable. This information was given to the customer. It is believed that once this cable is replaced the system will perform as intended. If add'l info indicates another condition, it will be reported as required. No further info at this time.

Event description:
It was reported that there is a problem with the received cable (cut) on the etrak 2500p system. There was no report of patient injury.